Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus elite ous mr 28 x 3.00mm stent delivery system was returned for analysis with a stent protector and mandrel attached, both were removed distally without issue. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 70.4cm distal to the distal strain relief. Multiple hypotube kinks were identified at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00x28mm, concetric, de novo target lesion was located in the mildy tortuous left circumflex artery. After a non-bsc guide wire crossed the lesion, a 28x3.00mm promus elite drug-eluting stent (des) was advanced but failed to cross the lesion even after several attempts. The device was removed from the patient's body. A 2.75x28mm promus elite des was advanced and completed the procedure. No patient complications were reported. The patient was stable and responding well to medicines. It was further reported that the shaft broke outside the patient's body.